Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was admitted to the hospital due to the peritonitis. Treatment was not reported. At the time of this report, the patient was recovering. Dianeal and extraneal therapies were ongoing. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers gd885277and gd883942 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.